Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 564 mg/dl. The customer had a diabetic ketoacidosis and symptoms like vomiting and nausea. The customer took a manual injection because the insulin pump was alarming battery out limit. She was in intensive care unit for a day. The customer was off the insulin pump 10 to 12 hours before hospitalization and was on backup. The device was not returned.